Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient reported that she fell last year. It is unknown if that has caused the stimulation sensation to change and if the trauma caused the high impedance. The patient called the rep after a recent x-ray to report that the lead had moved, but this information has not been confirmed with the doctor. The patient had x-rays completed after her doctor's appointment. No follow up appointment has been scheduled at this time. The doctor and patient discussed a possible full system replacement depending on the x-ray results. The reported issues have not resolved. With the recent reprogram the patient reports she gets some relief from the stimulator, but the patient reports it is not the same as it used to be. The high impedances are still present at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain over her right scapula. Patient stated she thought the wires had moved. Patient also complained that stimulation did not feel the same. Patient reported a fall last april. Patient was seen after the fall and had 5 contacts with high impedances. A rep performed a routine impedance check and found that another contact had a high impedance when compared to results for the impedance check after the fall. The rep attempted to reprogram around the high impedances. Patient got some coverage after the reprogram, but reported it was not like it used to be. Hcp was made aware. Issue not resolved at this time. No further complications were reported/anticipated.